Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly and motor. Unable to verify frozen screen, post-reset ram (B)(4) alarm, displayable history (B)(4) check failed on startup alarm and trace pointers are invalid alarm due to blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a red light flashing after changing the battery. Customer stated the display was blank. Blood glucose level at the time of the incident was 120 mg/dl. During troubleshooting, the customer received multiple pump error alarms and the buttons were unresponsive. It was also mentioned that the time clock was not visible. Customer was advised to clean the battery cap and insert a new battery, display returned after the pump restart. Customer was not able to complete the troubleshooting for the pump error as the pump screen did not turn off in order to do a pump reset. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.